Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of the pulse generator, electrograms revealed a marker anomaly. No intervention or patient symptoms were reported.